Event description:
The customer reported that the touch screen failure. The authorized service personnel (asp) was able to duplicate the reported problem. The customer reported that the unit was not in use on a patient. The authorized service personnel (asp) replaced the touchscreen to address the reported issue.

Manufacturer narrative:
The touchscreen repair information was previously submitted on the initial report.